Event description:
The hospital reported that during a routine procedure, the endoscope retro-flexed or withdrawal from the left upper lobe and became lodged in the pt's trachea. Numerous attempts were made to straihten the angulation of the endoscpe with no results. Multiple physicians and nurses were called to assist with the case. The pt required transport to a fluoro room where the endoscope was visualized in a "cork screw pattern" according to the user facility. After several failed attempts with side by side endoscope insertion, and use of ancillary equipment, the pt was intubated over the severed endoscope with attempts to starighten the endoscope. Reportedly, sine there was no other alternative, the decision was made to cut the endoscope in hopes of releasing the tension and allowing the endoscope to straighten. This too was unsuccessful. After approximately 40 minutes of torque and pull, the endoscope's tension was finally released prior to standby transportion to the operating room. The pt sustained only minor contusions in the lungs.